Event description:
Philips received info that the customer reported when attempting to position the next pt for a procedure, the pt support would not move in the upward direction and the pt procedure could not be performed. The system was inoperable until repaired. There was no report of harm to a pt, operator, or bystander due to this issue. Philips service determined that when the customer engaged the unload foot pedal, a piece of debris (contrast packaging) fell on to the foot switch and became stuck between the unload foot pedal and the foot switch cover ,causing the unload pedal to be stuck engaged. This resulted in the pt support being unable to move in the upward direction.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).